Manufacturer narrative:
As the affected device was not returned, the investigation was limited to review of photographs, video, or imagery, review of DHR, review if lot history, review of complaint database for similar complaints, review of physician training and IFU for the edwards sapien 3 with commander delivery system, manufacturing mitigation, and root cause. No photographs, video or imagery was returned with complaint for evaluation. The work order was unavailable for review. However, a search of the lot number in qms did not reveal any associated prds. Furthermore, there are mitigation in place during manufacturing to ensure functionality of the component. All work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint. A review of the work orders did not reveal any manufacturing non-conformance issues that could have contributed to the complaint events. A review of lot history revealed no other similar complaints under the related work order for ¿balloon torn¿ and ¿delivery system ¿ difficulty with valve alignment¿. A review of complaint history for edwards sapien 3 with commander delivery system (model #s: 9610tf, 9600lds, all sizes) from august 2016 to july 2017 revealed similar returned complaints for ¿balloon - torn¿. The complaints listed in above paragraphs were possibly related to the complaint event being evaluated in this memo, as the complaint event (balloon torn) occurred prior to and/or during the thv deployment. A review of the complaint history revealed that the occurrence rate for the commander delivery system did not exceed the july 2017 control limits for the trend category of ¿damaged¿. Complaint data for the previous 12 months was reviewed (august 2016 through july 2017) for the commander delivery system (all models and sizes). A review of complaint data for july 2017 revealed that the complaint rate has not exceeded the control rate for the applicable complaint trend category (¿valve alignment difficulties¿). No IFU/training manual deficiencies were identified. During manufacturing devices are 100% visually inspected by manufacturing and quality for the following defects (under minimum 2.5x magnification): mechanical damage (e.g. Kinks, bends, breaks), balloon scratches, distorted/pinched folds, wrinkles or waviness, fold lines. Each device was leak tested to detect for any leaks within the device. Wall thickness inspection of the crimp balloon was performed. Crimp balloon to inflation balloon laser bond visual inspection (I/c bond) was performed. Furthermore, this manufacturing lot underwent product verification (pv) testing on a sampling plan. Of note, no failures occurred during product verification testing and the lot was released. During manufacturing, the commander delivery systems are 100% inspected by manufacturing and quality for collet engagement, collet and shaft clearance, mechanical damage (e.g. Kinks, breaks), fine adjust function, and distal to proximal visual inspection of the entire device. Balloon pleat, fold, & forming is also performed. Furthermore, the manufacturing lot underwent product verification testing on a sampling plan. During pv testing, the devices were visually inspected for physical defects or damage and the device balloon shafts were pulled from default position to valve alignment position as part of the fine adjustment verification test to ensure valve alignment position can be achieved. Of note, no failures occurred during product verification testing and the lot was released. Additionally, during pv tensile testing, the locknut/collet engagement force was measured/calculated to meet the specification. The above listed inspections during the manufacturing process support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Due to the device not being returned for evaluation and no applicable imagery being provided, the complaints of ¿balloon torn¿ and ¿delivery system ¿ difficulty with valve alignment¿ were unable to be confirmed. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported events. A review of the lot history, DHR and manufacturing mitigation supports that it is unlikely that a manufacturing nonconformance contributed to the reported complaints. The description states, ¿the balloon of the commander delivery system torn and it was not possible to deploy the valve¿ and ¿after withdrawal, a tear was seen on the balloon but no piece was separated or missing¿. It also states, ¿as per medical opinion, there was a lot of tortuosity and it was very difficult to align the valve¿. Although the device was not returned and no photographs or imagery of the reported were provided, complaint history review suggests that it is most likely that the crimp balloon tore and had separated (adjacent to the (I/c) bond) during valve alignment. Potential root causes for separation of the crimp balloon material (proximal to the (I/c) bond) have previously been identified and documented in a pra. It is likely that the reported difficulty with valve alignment led to the separation of the (I/c) bond. If valve alignment was performed in a tortuous anatomy, it may result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially damage the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a tear in the inflation and crimp balloon bond. This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high enough valve alignment forces to potentially cause a material failure in the area in question. Available information suggests patient factors (tortuosity) and/or procedural factors (valve alignment in a non-straight section) may have contributed to the reported event. However, a definitive root cause cannot be determined at this time. The complaints of ¿balloon torn¿, and ¿delivery system ¿ difficulty with valve alignment¿ were unable to be confirmed. Since no manufacturing non-conformance or labeling/IFU/ training deficiencies were identified, no corrective/ preventative actions are required. Since the complaints were unable to be confirmed, a product non-conformance was not identified, and the reported failure mode does not exceed the complaint trending control limits, a product risk assessment (pra) is not required. Due to the device or relevant photographs/imagery not being returned for evaluation, the complaints of ¿balloon torn¿, and ¿delivery system ¿ difficulty with valve alignment¿ were unable to be confirmed. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported events. Available information suggests that patient/procedural factors may have contributed to the reported event. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rates for the applicable trend categories of complaint codes ¿balloon torn¿ and ¿delivery system ¿ difficulty with valve alignment¿ did not exceed the july 2017 control limits. Therefore, no corrective / preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in france, during the implant of a 29 mm sapien 3 valve by trans-subclavian approach in aortic position, the balloon of the commander delivery system torn and it was not possible to deploy the valve. The system was removed with no injury for the patient and a new one was used with success. Patient is doing well. As per medical opinion, there was a lot of tortuosity and it was very difficult to align the valve. After withdrawal, a tear was seen on the balloon but no piece was separated or missing.